Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests. The agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the us alleged discrepant results generated with the cobas® sars-cov-2 and influenza a/b nucleic acid test for use on the cobas® liat® system. Initial sample 1 was tested with the cobas® liat® system and generated sars-cov-2 positive flu b positive and flu a positive. Per lab policy, the same sample was repeated using a different platform and was negative for all 3 targets. The result was not reported to the patient and medical personnel. Initial sample 2 was tested with the cobas® liat® system and generated flu a positive, flu b positive and sars-cov-2 negative. The same sample was repeated using the same platform and was negative for all the 3 targets. The result was reported to the patient and medical personnel. Initial sample 3 was tested with the cobas® liat® system and generated sars-cov-2 negative, flu a invalid, flu b positive. Per lab policy, the same sample was repeated using the same platform, and the result was negative for all the 3 targets. The result was not reported to the patient and medical personnel. An additional 4th sample was identified as false positive for flu b and sars-cov-2 with a flu a invalid result. The same sample was repeated on another liat® platform and the result was negative for all three targets. Unknown both results were reported. No harm is alleged. An investigation was conducted to evaluate the customer¿s allegation. Per the FDA guidance four (4) mdrs will be filed, one (1) per each sample.

Manufacturer narrative:
Reviewed of the provided data confirmed that the alleged run #2702 was confirmed to have made potential false-positive calls for the 3 targets of the scfa assay due to abnormal pcr growth curves. The analyze was returned on 4 aug 2021 and a replacement for the defective actuator(s) will be issued as necessary. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update to better identify the thermal sensor errors and a new cobas® sars-cov-2 & influenza a/b script to better detect abnormal pcr curves have been launched. The implementation of both the software and the updated script have shown a reduction in the calculated false positive rate. Consignees have been notified. (B)(4).